Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, the nurses attempted to remove the catheter two times but were unsuccessful despite instilling lignocaine gel to suprapubic catheter tract and full deflating balloon. The balloon was re-inflated and removal attempt was abandoned. On (B)(6) 2024, the balloon was deflated to 10mls then re-inflated with sterile water. Used safety intima to instill lignocaine gel down suprapubic catheter tract. Waited 5 minutes before removal. Instilled lignocaine gel down tract before re-catheterizing with a releen catheter with 10ml balloon inflation. No obvious injury to the patient but the patient was anxious after previous attempt abandoned due to discomfort.